Manufacturer narrative:
(B)(4). We have reached out to the customer for additional information regarding the current condition of the patient, but have had no response at the time of this report. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. There is no photo for review. Based on the lot 18f16 for which the DHR resides at (B)(4) facility, the (B)(4) lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues, related to functional issues on the molded component involved in this complaint, during the manufacture of the material. No corrective action can be established since the device sample is not available for evaluation. In order to perform a proper investigation and determine the source of the alleged defect it is necessary to evaluate the sample involved on the complaint. Customer complaint cannot be confirmed based only on the information provided.

Event description:
Customer complaint alleges the adaptor of the aquapak did not stay fixed to the oxygen flowmeter causing a leak. Alleged issue occurred during use. It was reported the patient desaturated to "60 of spo2".

Manufacturer narrative:
(B)(4). Teleflex had requested additional information regarding the condition of the patient involved in this complaint. Additional information received from the customer reported: no negative consequences for the health of the patient involved in this complaint. Correction to patient code made to reflect additional information received: (B)(4).

Event description:
Customer complaint alleges the adaptor of the aquapak did not stay fixed to the oxygen flowmeter causing a leak. Alleged issue occurred during use. It was reported the patient desaturated to "60 of spo2".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the adaptor was cracked. Functional testing could not be performed due to the damage found on the sample. As an additional test , 10 samples were taken from production of part number 12228 (adaptor, snap-on flowmeter, french) and were assembled with component mp-0489 (pin adaptor body 040) and tested on an oxygen flowmeter. An attempt was made to replicate the issue reported in the complaint; however, this could not be duplicated. Stress marks and bending was observed as a result of incorrect handling; however, the samples could not be cracked. Based on the investigation performed, the reported complaint was confirmed. The returned sample was found to be cracked. Although the complaint was confirmed, a root cause for the reported issue could not be determined. The reported failure could not be duplicated at the manufacturing facility, and there is not sufficient evidence to assure this issue was originated during the manufacturing process. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges the adaptor of the aquapak did not stay fixed to the oxygen flowmeter causing a leak. Alleged issue occurred during use. It was reported the patient desaturated to "60 of spo2".